Event description:
Info received indicates the head hi/low function is drifting slowly.

Manufacturer narrative:
The tech isolated the issue to the hydraulic manifold. The tech replaced the hydraulic manifold to repair the bed. The bed is functioning properly.